Event description:
It was reported to philips that the system gave an alert indicating the image processing computer had memory problem, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing electro-physiology diagnosis procedure was performed when the issue happened. The procedure was completed as planned without any delays as the error occurred in the background and did not affect the customer¿s procedure. A philips field service engineer (fse) visited the site and confirmed the reported problem. Upon troubleshooting fse found the issue as a post-error related to pc memory. Fse confirmed that the issue was resolved by restarting the system. After restating the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.